Event description:
It was reported that during a procedure to treat a de novo lesion in the mid ramus artery with heavy tortuosity, heavy calcification and 100% stenosis, pre-dilatation was performed. A 4.0 x 8 rx xience v stent delivery system (sds) was advanced with slight resistance, no force was applied, and the stent was deployed. Post stent deployment a dissection occurred. A 4.0 x 8 rx xience prime sds was advanced with slight resistance, no force was applied and the stent was deployed to cover up the dissection which furthered the dissection. A non-abbott stent was used to treat the dissection. Post dilatation was performed. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 4.0x8 mm rx xience v referenced is being filed under a separate medwatch report. Concomitant medical products: guide wire: balance middleweight; stent: 4.0x8 rx xience v. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.